Event description:
Surgical burn: electrical surgical unit activated by itself; causing burn to patient. In or room during an endoscopic vessel harvesting for a coronary artery bypass graft surgery. The doctor was using a terumo virtuosaph plus endoscopic vessel harvesting system and stated that his cautery on it was "not working very well". The registered nurse looked at all connections and did not see any problems. About 10 minutes later, doctor stated that the cautery was "not working at all". Rn unplugged the conmed cautery machine connections and replugged all of them back in, then unplugged the cautery machine pedal and plugged it back in. Doctor kept stating that it was not working. The nurse then took the conmed cautery from another operating room to use. Doctor had been able to complete the procedure by the time the nurse returned with the other system. He then stated requested a call to clinical engineering to have the cautery examined because the patient had gotten a burn on his left medial leg. Nurses unhooked the cautery and had clinical engineering come and pick it up. All terumo supplies/components were removed from the field and put in the original box and in a bag. The patient was transported to the intensive care unit in stable condition.